Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) had the home patient (hp) check the patient line and the hp stated that the line had air in it. The tsr had the hp cycle the power and advised the hp to disconnect and restart with all new supplies. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.